Event description:
It was reported through remote transmission that episodes of non-sustained ventricular oversensing were observed via egm. It was noted that the patient was working with electrical equipment. Programming changes were made, and there have not been any further episodes. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.